Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient had been under- going proton radiation therapy. The technician performed a reset and the device function resumed.